Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was verified and attributed to a loose flex cable. The flex cable was replaced to remedy the problem. The device was recertified and returned to the customer. . Analysis for reports of this type has not identified an increase in trend.